Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call an external ram crc error alarm, unexpected restart alarm and blank display. The customer¿s blood glucose was unknown. The external ram crc error and unexpected restart alarms did not occur during the rewind/prime sequence. Assisted customer in performing a self-test. Test passed. Customer reported that pump is blank screen and it is dead. The customer was assisted with troubleshooting for blank display and the display did not return. Customer reported that pump has not been dropped or bumped, not has been exposed to moisture. Customer advised to discontinue use of the pump and revert to backup plan per hcp's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected alarm error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was monitored and tested with no low battery alert, weak battery alarm, blank display, unexpected alarm and signal too low alarm noted. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.